Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. The patient was brought in the clinic and shocking lead impedance measurements were within normal limits. The patient complained of a ¿bump¿ during shock impedance test. Additional information obtained from the field representative indicated that cause was not determined. The patient experienced diaphragmatic stimulation and was resolved through device re-programming. The physician will continue to monitor. No additional adverse patient effects were reported.